Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that upon insertion of an impella cp on patient, the flows were noted to be .8 in auto. Looking at the x-ray, the cannula was kinked. Attempts were made to straighten out the cannula and reposition but were unable to straighten it. A decision was made to place a new impella device for the high-risk percutaneous coronary intervention.

Manufacturer narrative:
Low flow - reported pump unable to flow higher than 0.8 and noted a kink in the cannula. Impella cp was returned and a cannula kink was found. Data logs show pump was set on auto and was running at p2 with low flows from case start then explanted. The root cause of the low pump flow was a most likely a kinked cannula since a cannula kink was reported and found on the returned product. Cannula kink - reported some difficulty tracking at the arch but placed properly and started in auto with cannula kink. Product was returned and a cannula kink was found. Lack of clinical details such as any vessel conditions or any excessive force used. The root cause of the product damage was a kinked cannula but the reason for the kink is unknown due to lack of clinical information.